Manufacturer narrative:
Other text: one fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing; filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported customer complaint has been confirmed as a result of a faulty water tank cover. The problem source has been determined to be manufacturing.

Event description:
Information was received that during testing, device noted to have a leak on the bottom. No patient involvement.